Manufacturer narrative:
(B)(4). Bwi equipment in use: carto 3 sn: (B)(4); stockert sn: (B)(4); coolflow pump sn: (B)(4); lasso catheter catalog #: d134301, lot# 17082760; sterilmed reprocessed cs catheter catalog #: bd710df282rts, lot# 1761993; sterilmed reprocessed soundstar cat#: 10439072, 10846835008845; (B)(4).

Manufacturer narrative:
(B)(4) the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that during an afib ¿ paroxysmal procedure, the physician believed while performing the second transseptal puncture, the patient suffered a perforation and pericardial effusion. The physician felt that the second transseptal puncture was a bit posterior. Bwi soundstar eco and cs were inside the heart. The agilis and sl 1 sheaths as well as brk needles had been in use. The patient's blood pressure and vitals remained stable. They monitored the effusion with intracardiac echo and proceeded with the ablation. At the end of the procedure, the physician performed a pericardiocentesis and approximately 700 cc's was removed. The patient remained stable. The patient did not require extended hospitalization because of the adverse event.